Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A health care professional reported with a description of faulty intraocular lens (iol) device. Additional information has been requested.

Manufacturer narrative:
Additional information provided in a.2., a.3.a., b.3., b.5., d.9., d.10., h.3., h.6. And h.11. The device with the lens was returned in the carton. The plunger lock and lens stop were removed. Viscoelastic was observed in the device. The lens was still in the loading area and showed no signs of advancement. The plunger was retracted into the barrel of the device. There was no damage observed to the device. The plunger was removed to evaluate. No damage was observed to the plunger. The plunger was reinserted into the device. The plunger was secure at the start position. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. There was no problem found with the used device or plunger. Per the instructions for use (IFU), do not attempt to retract the plunger after the plunger lock has been removed or plunger damage may result. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested, received and stated injector piston was too loose. The procedure completed using another unspecified lens. There was no patient harm.